Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported multiple system 345 errors, which was reproduced during evaluation. A review of the event history log identified multiple system 345 errors. The cause was determined to be a failing thermistor of upstream assembly. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) on multiple days that was confirmed in testing. There was no patient involvement. No additional information is available.